Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, revealed that the returned pacing lead was complete except for the thorax needle, which was separated from the lead connector pins and not returned. The electrical resistance was 16.09 o and 11.70 o for the inner conductor and outer conductor, respectively, which are both within specifications. The intermittency and insulated dielectric withstanding voltage also tested within specifications. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive root cause of the observed lack of stimulation could not be identified. The lack of stimulation may have been caused by the position of the electrode in the heart tissue, dislodgement, or the implant technique which could have brought excessive stress to the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the use of this temporary pacing lead, no stimulation was detected. The temporary pacing lead was replaced with another lead of the same model, which also had the same stimulation problem. A third temporary pacing lead was then used without incident. No additional patient effects were reported.